Event description:
It was reported that the patient's pump had been empty for the past 30 days. No additional information was recieved. The drug in the pump was unknown.

Manufacturer narrative:
(B)(4).